Event description:
It was reported that the patient presented to the emergency department (ed) with a complaint of syncope. Interrogation revealed that the right ventricular (rv) lead exhibited loss of capture due to high capture threshold. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient remained in a stable condition and tolerated the procedure well.